Event description:
I used poligrip for approximately two weeks during 1999. Sometime later, I began experiencing a sensation of coldness, fatigue, weightloss and was later diagnosis as anemic until 2008. Dose: denture cream. Frequency: used for 2 wks. Dates of use: 1998. Diagnosis: denture adhesive cream.